Manufacturer narrative:
The reported incident that 2.3 m variax hand lock t-plate, narrow, 6holes was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned (implanted) for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The damages of the returned screws indicate that the surgeon may have encountered some complications during screw insertion, which made him decide to use cortical bone screws instead. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The variax hand lock can not lock with titanium plate. The doctor change three screws and tried three times always can not lock. Finally the doctor used cortical bone screw instead of variax hand lock. More than 30 mins. Delayed to the surgery. The customers now are suspected with variax products¿ quality and stopped to use variax hand plate. Medical disputes may happen with fracture nonunion in the future.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The variax hand lock can not lock with titanium plate. The doctor change three screws and tried three times always can not lock. Finally the doctor used cortical bone screw instead of variax hand lock. More than 30 mins. Delayed to the surgery. The customers now are suspected with variax products¿ quality and stopped to use variax hand plate. Medical disputes may happen with fracture nonunion in the future.